Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2006. The patient started to notice symptoms of intermittent pain and preauricular swelling in (B)(6) 2017. In (B)(6) 2018, the patient had a debridement surgery of the left tm joint with an insertion of a PICC line for the administration of intravenous antibiotics. The left tmj implants were later removed in (B)(6) 2018 due to the patient's ongoing symptoms. Tissue samples were taken for microbiological testing, and the results showed growth of p. Acnes. The surgeon is planning on placing revision components once the infection is resolved.

Event description:
The patient's left tmj implants were removed due to infection.